Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h6 investigation findings: c22 - photo review additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Upon visual inspection of the returned sample, a little piece of plastic was observed inside of a petri dish container. Based on the current sample the event description could not be confirmed. To complement this analysis, four photos were provided showing one piece of unknown product. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found corrected investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Upon visual inspection of the returned sample, a little piece of plastic was observed inside of a petri dish container. Based on the current sample the event description could not be confirmed. To complement this analysis, four photos were provided showing one piece of unknown product. Further investigation was performed to the returned sample by doing firt study with the following results: the ftir analysis indicates that the contaminant particle is consistent with polyethylene material. Comparative assessment with the suture material suggests that the particle is not derived from the suture. It was concluded that the source of the contamination is unknown and not part of the manufacturing process. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional investigation summary: a further analysis to determine if complaint sample pertains to ethibond suture was performed and according to the results, it was determined that the infrared spectra comparison between the foreign matter and ethibond suture looks different. This means that the foreign matter does not pertain to ethibond suture composition.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6: component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what is the current status of the patient? The patient reports that she continues to feel very unwell and is unable to function as usual in her daily life. Could you confirm whether wound dehiscence occurred? No wound dehiscence occurred. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. No. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Patient got an antibiotic on (B)(6) 2025. Azithromycin stad 500 mg for 3 weeks. Is there any plan in place to remove the uncolored thread in the future? No plans, pending investigation into what is causing the sever post op discomfort. If so, could you please provide the scheduled date for the removal? Nothing scheduled could you confirm if the CT scan has already been performed? If so, please share the results. CT performed post op, but not with the intention to look for an unabsorbed material- no answers there. Second CT made in germany in july, no full report from them yet. Could you confirm if an MRI has been conducted? Twice! As CT, first time no findings, and not with the intention to find unabsorbed material. A check up since patient had severe problems. Second MRI, done last week, with focus on any foreign material. Do you have any photos available for visual analysis? Yes, included to the report. What is the surgeon's opinion of the potential consequences for the patient? They are left without answer and find no abnormal test results. The patient is trying to get answers, admission, investigation and surgery if needed. The finding that looks like a thread and also other small fragment, from the throat, where she had the surgery years earlier, give her hope of being taken seriously by the hcp. Since then the MRI has been completed. Waiting for answers. Could you kindly provide the product code and lot number, please? According to the patient record, the patient was sutures with a monocryl intracutaneously. Mcp496h. An absorbable sutur, with no tensile strength within weeks and mass absorption 90-119 days. It is important to analyze whether the enclosed specimen is possibly a synthetic indefinite suture that may have been used instead, and later caused the problem. Not only to confirm/or exclude that a monocryl. (Can it be ethibond? Mersilene?) Please provide the source or name of person providing answers to follow-up questions: contact (B)(6), j&j, she is in dialog with patient and hcp if needed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure performed on (B)(6) 2022? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Was the suture used on the patient monocryl plus, product code: mcp496h? If yes, please provide lot number. Were any other ethicon sutures used on the patient? If yes, please provide product code/lot. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Does the surgeon feel that there was an issue with absorption of the monocryl plus suture? What were the results of the second MRI that was done with focus on any foreign material. What were the results of the CT scans performed? Why was the patient prescribed antibiotics on (B)(6)? Did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a procedure on the throat for removal of protrusions, testeloid, and eagle syndrome on (B)(6) 2022 and suture was used. The suture may have been used as intracutaneous suture. Since the procedure, the patient had been feeling very ill with problems of blood-mixed secretions in the throat, bad taste, etc. The patient had fought for examinations but not receive. In summer 2025, the patient got a 7cm long uncolored thread out of her throat. On (B)(6) 2025, the patient was prescribed azithromycin for 3 weeks. It was stated that a CT was performed post op, but not with the intention to look for an unabsorbed material. The patient underwent a second CT in july, but no report currently available. The patient has undergone two mris. No findings on the first MRI and not with the intention to find unabsorbed material. A second MRI was done last week, with focus on any foreign material. The doctor opined that the thread may look like a suture thread, however it is not confirmed. Currently, the patient reports that she continues to feel very unwell and is unable to function as usual in her daily life. Additional information was requested.